Event description:
During the procedure, the balloon could not be inflated, but did finally inflate. Then it could not be deflated, but was finally deflated.

Manufacturer narrative:
During percutaneous coronary intervention (pci), the stent failed to deploy as the balloon did not inflate at 16atms. Following several attempts to deploy the stent, the balloon slowly expanded at 20atms and the stent deployed. Subsequently, negative pressure was applied by pulling back on the inflation device. However, the balloon failed to deflate. Consequently, a 20ml syringe was used and the balloon deflated, taking 3mins. The pt experienced chest pain before and throughout the procedure. Gtn, diamorphine and maxolan were given. Following the procedure, the pt's ECG returned to baseline and was pain free. This product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It was also returned for analysis. A report was received that a cypher select sds was associated with inflation and deflation difficulty. The event involved a female pt with an unk medical history. Initially, the pt was admitted with an mi and underwent an elective angiogram that revealed a lesion in her mid circumflex. This pt's gender and presentation with an mi put her at increased risk for mace. The mid circumflex was described as de novo 3mm in diameter, un-calcified and non-tortuous. The lesion was pre-dilated prior to the introduction of a 3.00 x 28mm cypher select plus stent. The stent is reported to have failed to deploy when the system was pressurized to 16atm. After several attempts, the balloon slowly expanded to 20atm and the stent was successfully deployed. When negative pressure was then applied to the sds, the balloon failed to deflate. It was successfully deflated with the use of a 20ml syringe. The pt experienced chest pain before and throughout the procedure. The product was removed without injury to the pt and the procedure completed with the pt's ECG returning to baseline and chest pain free. A clinically used cypher select plus sds was returned for analysis. The involved stent was not returned. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Difficulties were experienced during inflation of the balloon with water, the balloon could only be inflated above the 6 atm, and the inflation was slow. Deflation of the balloon was only possible during severe manipulation of the hypo seal. Cross sectional analysis performed on the hypo seal area revealed that the inflation lumen was sealed tight around the stiffening wire. Microscopic examination revealed that the hypo seal was sealed too distal, there was no space between the distal end of the hypo seal and the distal end of the hypo tube. The observed anomaly is a confirmed manufacturing related malfunction. Conclusion: based on the info provided, there are pt factors that may have contributed to this event.